Event description:
The healthcare professional reported that the pt experienced a "foreign body reaction", necessitating explant of the cochlear implant. The child was implated with a new device. Further info has been requested regarding this pt who was implanted and resides outside of the USA.